Manufacturer narrative:
Product event summary: the balloon catheter, 2af284 with lot number 49354, was returned and analyzed. Visual inspection of the balloon catheter showed that the push button luer was broken. Smart chip verification indicated the catheter has not been used. The catheter passed the performance test and electrical integrity as per specification. In conclusion, the balloon catheter failed the returned product inspection due to a broken push button luer. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.